Manufacturer narrative:
Follow-up # 1 ¿ (08/07/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/25/2013 and 7/31/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained a blood glucose reading and compared it to a laboratory result, however no results were provided. No information was provided about the patient's test strips or testing technique. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. However, as the alleged inaccuracy issue was not resolved with troubleshooting, this complaint is being reported.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.